Event description:
It was reported that increased pacing lead impedance was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. The portions of the lead that were returned were otherwise normal.